Event description:
Discordant troponin ultra (tni ul) results were obtained on six patients on an advia centaur instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the discordant tni ul results were due to user error. The tsc determined that on the day of the event, tni ul was the only test run that used wash 1 for wash fluid on the customer's instrument. The customer inadvertently placed diluted cleaning solution into the wash 1 bottle location. The tsc instructed the customer on the proper cleaning solution and wash 1 bottle placement. The customer declined a visit by siemens field service. The instrument is performing within specifications. Further evaluation of the device is not required.